Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device does not ventilate. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device not ventilating was confirmed. Ventec observed that the hall sensor line from the blower's motor was being pinched between the metering valve and chassis. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the hall sensor line from the blower's motor was being pinched between the metering valve and chassis.